Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing disconnected.

Manufacturer narrative:
The customer reported the tubing disconnected, and also a second event about a month later where the tubing also disconnected. The two events both have unknown lots and materials. The photo verifies the first complaint as a drip chamber separation, where the tubing meets the chamber. There is no physical sample available. A device history record review was not performed as the lot number is "unknown" for this complaint. There are no actions done by the plant as the root cause cannot be confirmed. There is no material or lot reported, and also no physical sample.